Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during prep, after wiping down the guide wire, the physician used the same cloth to wipe down the vision. The cloth hung up on the stent and the stent dislodged on the table. A new 3.5 x 08 mm vision was used to complete the procedure. There was no pt involvement. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen and on the stent implant. There was no contrast visible. The stent implant was not returned on the balloon. There were crimp marks on the balloon where the stent implant had been between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was no other damage noted to the sds. A laser micrometer was used to measure the outer proximal, middle, and distal diameter's of the stent implant. These met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It should be noted that the instructions for use (IFU) states, "special care must be taken not to handle or in any way disrupts the stent on the balloon." Analysis of the sds noted blood visible in the guide wire lumen, which is consistent with the sds being prepped for use and the guide wire inserted into the lumen. The stent outer diameter dimensions met specification. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. All online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there wer no non-conforming material reports issued for this lot. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a manufacturing quality issue. In this case, with the info provided and the analysis of the sds, it appears that the stent dislodgement is due to the reported wiping of the sds with a cloth during prep and not a product quality issue. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.